Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The patient reported that there was a power on reset (por) seen on the recharger. The patient reported that he had been at the airport and the electromagnetic interference (emi) from the security screeners could be related. It was noted that it was an information por. The patient didn¿t have his programmer with him at the time of the call. The por was unable to be cleared on the recharger. The patient reported that he had no stimulation. The patient would call back when he had his programmer with him. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that multiple trips through airport security led to the power on reset (por) and loss of stimulation. The patient reported that the por and loss of stimulation resolved when returned home and used programming device to reset the unit. The patient reported that the por and loss of stimulation had been resolved. No further complications were reported.